Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging a prime (load step malfunction) issue. The pump alarmed that no cartridge was detected and contents of the insulin cartridge was expelled during the load step function. There was no indication the product caused on contributed to an adverse event. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connected to the body and provides multiple reminders during the prime/rewind sequence.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 10/25/2017 with the following findings: the pump was unresponsive; no vibration, no audio and a blank display screen. The attempt to download the pump history and black box was unsuccessful. The pump was unable to be adequately tested for the original complaint. Unrelated to the original complaint, the battery compartment was cracked with corrosion observed inside. The battery cap was not returned, so a test cap was used and attached to the pump. The leak test failed due to the battery compartment leak. The pump cover was removed and moisture was found throughout the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).